Manufacturer narrative:
Reference record#: (B)(4). Catalog number is the international list number, which is similar to us list number of 062910. The device involved in the event remained implanted in the patient, therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified, or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on 17 nov 2020, that the patient had stoma site pain and discharge of purulent secretions. The patient was prescribed an unknown oral antibiotic.